Event description:
It was reported by the patient that approximately one month after a transcatheter aortic valve replacement (tavr) was performed inside a previously implanted non-medtronic tavr, another aortic valve was implanted. Additional information was received that no additional valves have been implanted, the report of replacement was received in error.

Manufacturer narrative:
Correction: medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death, serious injury, or malfunction. The report of replacement was received in error, no additional valves were implanted following transcatheter aortic valve replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that approximately one month after a transcatheter aortic valve replacement (tavr) was performed inside a previously implanted non-medtronic tavr, another aortic valve was implanted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.